Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer will continue to use current pump until they are able to reach their health care provider for back up therapy options. There was no adverse impact to the customer¿s blood glucose level.